Event description:
It was reported that the patient experienced an infection. Upon review, vegetation was noted on the right ventricular (rv) lead, right atrial (ra) lead, and left ventricular (lv). The full system, including the implantable cardioverter defibrillator (ICD), rv lead, ra lead and lv lead, was explanted. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was not returned for additional evaluation and the cause of infection could not be determined.